Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.260105.004.e1 hardware: pixel 8 pro cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
The exposed soft cannula was not observed to be bent or kinked. Therefore, no problem was found regarding the reported bent/kinked event. The pod data showed no errors that would indicate any issues with insulin delivery. During fluid path testing a tear spanning both the exposed and unexposed soft cannula was observed. The internal portion of the tear measured 0.52 inches from the nailhead. Fluid leaked from this tear. The exact time and cause of the soft cannula damage could not be determined.